Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: the two hcp¿s had already ran their suture in both proximal and distal directions, then the needle detached when the hcp turned the needle to do the back stitches. Please provide lot number.: please reference the item that I shipped back since the staff didn¿t save the original packaging. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, a paper lid, one detached needle, and a needle suture piece that pertains to product code . This product code is double armed. Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. In addition, the suture piece was not returned to determine the assignable cause. The needle suture piece was visually inspected, and the swage and attachment area were noted to be as expected. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2023 and barbed suture was used. The needle popped off of one end. The surgery was delayed by two minutes. Case completed by opening a new device. No fragments were generated. No patient harm was reported. Device is available for return.